Event description:
The customer reported the pt was admitted to the hospital for not feeling well. It was determined that the right atrial lead was undersensing the pt's atrial fibrillation. At first the physician tried to adjust the sensitivity, threshold and output measurements to optimise the programming for the pt. It was then decided to program the device to vvir and electrically abandon the right trial lead, after which the pt immediately felt better. The lead remains implanted in the pt. The lead was actively implanted for approximately 8 years, 8 months.

Manufacturer narrative:
The lead was electrically abandoned and remains implanted inside the pt, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.